Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Target lesion 1 was located in the ramus with 100% stenosis and was 18 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement of a 2.50 mm x 16 mm ion stent which resulted in 0% residual stenosis. During the procedure, a type b dissection occurred which resulted in the implantation of an additional ion stent (2.25 mm x 12 mm) target lesion 2 was located in the prox right coronary artery with 70% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement of a 3.00 mm x 38 mm ion stent. Post-dilatation was performed with 0% residual stenosis. The patient was discharged the next day. .